Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon and was deployed in an unintended location. The 95% stenosed target lesion being treated was located in the severely calcified and mildly tortuous right coronary artery (rca). A 4.00x12mm promus element plus stent delivery system was advanced to the rca and positioned in the lesion. Prior to inflating the stent delivery balloon the stent moved proximally on the balloon towards the aorta. The stent was deployed with approximately 6mm in the aorta. Post-dilation of the proximal end of the stent was performed with an unspecified, large balloon catheter. A CT scan was performed and confirmed that there was enough space between the aortic valve and the proximal end of the 4.00x12mm promus element stent. The rca lesion was considered fully treated and the procedure was completed at this point. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).